Event description:
It was reported that balloon rupture occured. The 90% stenosed target was located in the mildly tortuos and severely calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a coyote balloon catheter. No patient complications were reported.